Event description:
It was reported that during a video laparoscopic appendectomy procedure, this clip applier was used to apply clips to the mesenteriolum, but the clips were fired in an "overlapped" manner. Another device was opened and used to carry out and finish the case. No adverse patient consequences reported. Device has been discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.